Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose was 400 mg/dl at the time of incident. The customer treated their blood glucose with a bolus. The customer also reported blood at site with the sensor. Customer stated the site was not actively bleeding at the time of the call. Customer also reported a lost sensor alarm with the sensor. Customer's blood glucose was over 250 mg/dl at the time of incident. Troubleshooting did not occur for the insulin pump. The customer declined to return the insulin pump for analysis.